Event description:
It was reported that the doctor tried to insert the swg into the introducer needle but immediately felt some resistance. He pulled the swg from the needle and saw that the swg didn't have a j tip anymore, the distal end was not straight. As a result a new kit was opened and used successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one spring wire guide assembly. No needle was returned. The returned guide wire was visually and microscopically examined. The returned guide wire appeared typical except that the j-bend was opened. A tug on each end of the guide wire revealed both welds were intact. Microscopic examinations revealed both welds are complete and there were no separations observed in the guide wire. There are no other defects or anomalies. The guide wire length and od were measured and met specification. A device history record review was performed on the introducer needle and guide wire with no relevant findings. A comprehensive investigation into this reported complaint of the guide wire kinked after resistance was met with the introducer needle could not be performed since the needle was not returned. Visual examination of the returned guide wire revealed it was kinked/straighten; j-bend was bent straight. A device history record review found no evidence to indicate a manufacturing related cause. As a result, the potential cause of this issue cannot be determined.